Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a farastar catheter connection cable was selected for use. Upon opening the external white box of the packaging, the transparent envelope containing the cable had one side already open. The external box was sealed correctly, but the glue was missing from the open side of the envelope. Due to concerns about sterility, the catheter connection cable was replaced and the procedure was completed. No patient complications were reported. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
A photo was provided to aid in the investigation and was reviewed by a boston scientific quality engineer. The photo depicts damaged packaging, making the cable not sterile. However, it is unclear if there was a lack of glue on the packaging or if the damage may have occurred during transportation or removal of the packaging from the outer box. Based on the available information, the investigation findings were unable to establish a clear conclusion about the cause of the reported event.

Event description:
It was reported that during preparation for a procedure a farastar catheter connection cable was selected for use. Upon opening the external white box of the packaging, the transparent envelope containing the cable had one side already open. The external box was sealed correctly, but the glue was missing from the open side of the envelope. Due to concerns about sterility, the catheter connection cable was replaced and the procedure was completed. No patient complications were reported. It is unknown if the device will be returned for analysis.